Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter access port (cap) was determined.

Manufacturer narrative:
B5 correction: the b5 summary of "additional information was received from a manufacturer representative (rep). The rep was asked if the inability to aspirate the cap was determined and if the information was confirmed with the physician, and the rep just responded yes" was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was asked if the inability to aspirate the cap was determined and if the information was confirmed with the physician, and the rep just responded yes. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if the cause for the inability to aspirate the cap was determined. The hcp decided to replace the pump segment and was then able to aspirate the cap.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 1107.4 mcg/day via an implantable pump. It was reported that the doctor was unable to aspirate through catheter access port (cap). It was reported that the catheter was replaced and the issue resolved. The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.